Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting hydrogen-induced accelerated battery depletion; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received indicates this device was explanted and replaced. No additional adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting hydrogen-induced accelerated battery depletion; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.